Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2003-(B)(6), product type catheter. (B)(4).

Event description:
Patient had a pump replacement in (B)(6) 2008 due to the manual chair pulling out the cord (catheter), unplugged it and destroying the pump. The patient is an incomplete quadriplegic. It was also noted the pump was damaged due to rubbing against her wheelchair. They began noticing this starting in (B)(6) 2008. She was placed in a power chair because her manual chair would tear up her pump. The reporter said that more was coming into the catheter tube and it should have been less. In (B)(6) they removed almost "every bit of it out." On (B)(6) 2008, when they went to check the catheter, it was unplugged and the pump was damaged. The catheter was pulled out and just under the skin; ¿it went up to her chest¿. The patient was told she ¿was doing too much¿. She was using her arms because she didn't have finger grip. All the transfers she was doing in and out and pushing off the chair was slowly pulling the catheter out. She wanted to acquire a new power chair. Patient was receiving baclofen and morphine via the pump.